Manufacturer narrative:
Correction b5: the patient identified "ink inside of the patient's line" (previously reported as "there was ink on the patient line of the homechoice cassette"). Additional information was added to d9, h3, h6 and h11: h11: one (1) actual sample was received for evaluation, which arrived with the packaging open and which showed no signs of use by the patient. A visual inspection was performed, with the naked eye, which observed black stains identified as black particles and not ink, as it came off the tubing easily. The black particulate matter (pm) was found on the outside of the tubing of the patient line (outside the fluid path). Therefore, the reported condition of ink inside the patient line was not verified. The black pm was verified on the outside of the patient line which was generated by friction from the conveyor belt carrying the product during manufacturing. However, pm in the packaging or outside the sterile pathway does not pose a risk to the patient because it is not part of the fluid path leading to the patient. Additionally, a visual inspection was performed on twelve (12) retention samples, in which no defects were identified that could contribute to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was ink on the patient line of the homechoice cassette. This was observed during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.